Event description:
A patient reported blood glucose results of "581 mg/dl, 182 mg/dl, and 561 mg/dl" with a lifescan meter, performed between 11-20 minutes of each other. The meter and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.